Event description:
It was reported that customer's insulin pump had a motor error. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.